Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. The manufacturer internal reference number is: (B)(4).

Event description:
An consumer reported that following a cataract extraction with intraocular lens (iol) implant procedure, she is experiencing poor vision. She cannot read. The patient is also perceiving two stains in her visual field since the procedure; one is gray and the other is clear. Additional information was provided by the consumer that she can see at distance and can now read with low power glasses. The two stains were noticed two weeks after the surgery.